Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that impedance testing performed at the time of report found abnormal values of more than 10000 ohms involving electrode 1. The patient had reportedly been absent from routine follow-up for one year prior to the impedance testing. The patient¿s programming used electrodes 6 and 7 and the patient ¿received sufficient effects¿ from their therapy at the time of report. As a result, the ¿fractured¿ lead remained implanted and in service at the time of report. There were no surgical interventions planned or performed and the intractable pain patient was alive with no injury at the time of report. The patient¿s physician ¿intentionally did not tell the patient about fracture issue¿ and as a result it could not be confirmed whether the patient experienced any body movements that may have impacted the cervical spine positioned lead. It was noted the physician indicated the issue severity was ¿not severe¿ and the cause was unknown. It was stated the issue was resolved at the time of report.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.